Event description:
Customer reported a malfunction alarm with a code of malf 16 on the insulin pump, which was not resettable. There was no reported impact to the customer¿s blood glucose level. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was uninterrupted.